Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found the lens optic torn and both haptics torn off. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.